Event description:
It was reported that during a sigmoidectomy procedure, the hand switch was non-functional. Another device was used to complete the case. There were no adverse consequences to the patient. Device was discarded.

Manufacturer narrative:
Date sent: 04/28/2009. Information not available, device not returned for analysis.